Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel previously released events / damaged cable / code 204 / communication faults) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the 'gel previously released' events is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. In addition, the trunk cable connector was damaged. The cause of the code 204 and communication faults is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable and was producing 'gel previously released' events without prior 'gel release' events. The patient's device was also reported to be producing communication faults and service code 204.